Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -12.5/+2.5/093 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and elevated intraocular pressure (iop). Another icl lens was not implanted. The lens was discarded.